Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported alarm was confirmed through review of the driver's alarm history but was not reproduced during investigation testing. The 34 code alarm can be produced as a result of an onboard battery exchange while operating the freedom driver only on battery power, or if an onboard battery was not fully latched in place. As described by the customer, the customer was preparing to do a battery exchange when they plugged the driver into the ac power supply. The ac power supply and the onboard batteries in use at the time of the customer-reported experience were not returned and therefore could not be evaluated. The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, an extended observation run was performed, during which the driver functioned as intended with no anomalies or unintended alarms. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited an unclear red alarm while supporting a patient. The customer also reported that the patient was at home connected to freedom driver when a battery alarm started. The patient connected the driver to the ac power supply to switch and charge the batteries. Immediately after connecting to the ac power supply, a fault alarm started. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an unclear red alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer reported that the freedom driver exhibited an unclear red alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse impact.